Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, subsidence and tibial loosening at the cement/implant interface. Depuy cement was used. On (B)(6) 2018 medical records reviewed for MDR reportability, in addition to what was previously reported, the surgeon reported a large lytic lesion to the medial femoral components. The insert and patella will be added to this complaint as well as another cement which was noted on the sticker sheet. The femoral component will not be reported since pain may be attributed to the osteolysis or tibial loosening.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. The patient underwent a left knee revision due to pain, osteolysis, instability, and tibial tray migration and loosening at the cement to implant interface. The surgeon noted slight patella baja. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2013, dor: (B)(6) 2016 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate